Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that they found that the self tapping and self drilling matrixneuro screws do not tap well anymore, tips break off, screws do not go into the skull and if the screw does go in, they sometimes tend to not have grip so you can take them out easily without turning (need for emergency screw). The surgery was a few minutes prolonged to get a new sterile kit with new screws. The extended surgery time was unknown. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: compliant was reviewed and found to be a duplicate. Information was reported on medwatch MFR number 9612488-2015-10169. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.